Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins), originally placed under the incision mark, moved sometime between implant and six week follow-up appointment. During the six week post-operative appointment, the healthcare provider (hcp) had difficulty connecting the clinician programmer and the ins. After placing the telemetry head over the belly button area, the hcp was able to connect the devices. It turned out that the ins had moved closer to the patient's belly button which was believed to be due to "some bending" the patient had done. The patient was scheduled for an appointment in september with their hcp. The patient was indicated for gastrointestinal/pelvic floor. The symptoms, actions, and patient outcome remain unknown. Follow-up is being conducted to determine these answers.